Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to pair the sensor and continued to receive a ¿no sensor found¿ alert during the pairing process. The customer reported no adverse event. The event involved product mmt-5100jc1. Troubleshooting was performed and included checking whether the continuous glucose monitoring or sensor was saved in the mobile device¿s bluetooth list, advising the customer to turn off bluetooth and restart the mobile device, relaunching the simplera app, removing any related bluetooth entries, resetting network settings on the mobile device, and attempting to pair the sensor again, with the outcome that the ¿no sensor found¿ alert persisted and the sensor was suspected to be nonfunctional. No harm requiring medical intervention was reported. No product return is required for mmt-5100jc1.